Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial. Visual inspection found lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo_12.6, -13.00/3.5/088 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced for a shorter length lens within the same surgery due to observation of excessive vault. The problem was resolved.